Manufacturer narrative:
(B)(4). The device was returned for analysis. Device analysis revealed kinks in the sheath assembly from femoral marker to the proximal end and a damaged/open hole in the lap joint. Impedance testing shows a good unit wave form. The device was properly recognized by the imaging system, additionally, the catheter was functionally tested and it performed as intended with proper image displayed, a good square image appeared in the ilab system testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2018. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was selected for use. During procedure, it was noticed that lost image occurred. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a damaged/open hole in the lap joint.